Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that they had been unable to connect to their pump for about 24 hours. When the agent asked about the message screen, the patient stated that they were seeing a screen that said, 'there is no pump and to retry' which the agent understood as the ¿no pump found¿ message. The patient confirmed the equipment was fully charged and unplugged. The agent assisted the patient in restarting the myptm app and resetting the communicator after which the patient was able to deliver a bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue. When connecting to the pump, when the percentage got to 91%, the patient stated, 'it will lag here - I'm getting close to get it refilled and is why it is lagging¿. It was noted that the patient had a brief telemetry delay at 91% when connecting to the pump and again when requesting the bolus but was able to connect well without issue. The patient stated they had been noticing this for months.